Event description:
Unomedical reference number (B)(4). Event occurred in cananda. It was reported that patient faced infusions set fell off during use event on (B)(6) 2024. Infusion set has been used for 6 hours. Insertion area was free from hair, cleaned and air dried. The blood glucose level was 18mmol/l. No further information available.